Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive pump error 130. It was reported that alarm may have been due to exposure to magnetic field. Customer's blood glucose was 4.6 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No displacement anomalies, pump error 130, pump error 37, pump error 38, or unexpected insulin flow blocked alarms noted. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.